Event description:
It was reported that the ilet device cycled between a blank screen and the start-up screen and would not power on despite charging and a prolonged power-button press, prompting a replacement and guidance to use back-up therapy. Symptoms included hyperglycemia with a reported blood glucose of 240 mg/dl for about one hour without ketone testing, medical intervention, or other adverse clinical effects. Outcomes included use of back-up therapy with assistance from another person and no hospitalization. Investigation included customer troubleshooting and replacement processing with instructions to sync data, shut down the device before return, and return the original unit. Investigation of this case revealed a device malfunction consistent with an unresponsive display or power/start-up fault affecting the ilet controller. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.